Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately at 170 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observation(s) were likely caused by the confirmed fracture.

Event description:
It was reported that this lead was explanted due to it was fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to it was fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.